Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist reported that 7 months after the dental implant was installed in intraoral region #9 it was verified its non- osseointegration. A 60 ncm of primary stability was achieved and immediate load was not performed. The patient presented insuficient bone quality/quantity (bone type iii) and bone graft was executed.